Manufacturer narrative:
Method: risk assessment. Results: the customer reported event of a device fracture was confirmed via the correspondence. Device not returned, lot number not provided. Conclusion: no devices and insufficient information was received by stryker. The root cause of the customer reported event could not be determined conclusively.

Event description:
It was reported that; a date of primary surgery is unknown, surgery (l3-s) was performed. After that it was found that one of the inserted screws broke. A revision surgery is planned on (B)(6) 2015.

Event description:
It was reported that; a date of primary surgery is unknown, surgery (l3-s) was performed. After that it was found that one of the inserted screws broke. A revision surgery is planned on (B)(6) 2015.